Manufacturer narrative:
(B) (4).

Event description:
The pt died. The cause of death and its relationship to the implanted system was unk. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.